Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device ran in the locked position and failed pre-test for safety assessment. Therefore, the reported condition was confirmed. The assignable root cause of these conditions was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had an air leak, was making excessive noise, the device was running in the locked position, and there was corrosion/rusting/pitting observed. It was noted that there was a hole in the hose, an e2 defect (lock engaged), and corrosion. It was further determined that the device failed pretest for loctite and cable assessment, noise assessment, and safety assessment. It was noted in the service order that the sheath of the device was pierced. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.